Manufacturer narrative:
H2 additional information: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the amount of inaccuracy was 3mm off in the center of their 1mm green circle on the registration, and 5mm off outside of the green circle. It was reported that after the case, the clinical consultant (cc) inspected the vertek arm and frame and discovered the probe cover they used to keep the vertek arm sterile was of a different and thicker type than they normally use. Screwing the frame onto the vertek arm caused the plastic covering to bunch up underneath, preventing the frame from sitting totally flush on the vertek arm. It was noted that this was likely the probable cause of the inaccuracy.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that while in a cranial procedure, the surgeon began noticing the system was inaccurate by a "few mm" superior to the actual location. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version: 2.1.0, ubd: , UDI#: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The provided logs and archives were reviewed. Observed one session on the date of issue reported. The user transitioned through select procedure, images, instruments, returned to select procedure, and then proceeded through images, equipment, instruments, plan, registration, registration verify, navigation, followed by additional transitions between registration verify and export. The logs indicated that only a single magnetic resonance (mr) exam was used throughout the procedure. The logs captured a total of six registrations, with error metrics improving from 5.0059 mm (173 trace points) to a final registration error of 1.32032 mm, calculated using 748 trace points and one touch/image point. The provided archive contained two mr exams: mr-1 (204 slices, 0.80 mm spacing, 1.60 mm thickness) and mr-2 (27 slices, 6.00¿mm spacing, 5.00 mm thickness). Mr-2 included a ¿restricted use¿ warning for manual registration due to slice thickness being smaller than slice spacing and slice spacing exceeding 5¿mm. Only mr-1 was selected, and no saved plans were present. The registration task contained one saved registration with a reported accuracy of 1.3 mm, calculated using one touch point and 760 trace points, which aligns with the final registration observed in the application logs prior to navigation. Several trace points were collected in air or partially in air, with the majority focused on the left side of the patient¿s head. A single touch point was collected near the left eye. As a result, the green accuracy zone primarily covered the left anatomy, while the yellow zone covered most of the remaining anatomy. Suggesting to take trace more points throughout the blue area as per the protocol and by touching lighter on the skin for the best registration accuracy and covering broader areas. Suspected frame movement post registration. However, the provided logs and archives did not capture the root cause of the issue. Codes b24, b30, d15, and previously reported code c19 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.